Event description:
Per mom, patient is hospitalized for an infection in his PICC line at (B)(6) hospital from (B)(6) 2025. Per case manager at hospital, patient will be discharged on monday. Unknown if health care nurse is aware, no further information provided. Product start date: (B)(6) 2025. Indication: hereditary deficiency of other clotting factors.